Event description:
A report was received that a patient was scheduled for a lead revision due to lead migration. During the lead revision procedure, the physician hit one of the contacts on the lead using monopolar electrocautery. The patient's ipg was replaced and he is reportedly doing well.